Event description:
It was reported that the lead exhibited high pacing impedance during implant. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event could not be confirmed. The lead was tested and no anomaly was found. The lead was cut and kinked at multiple locations. The damage found was consistent with implant explant damage.